Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("clinical state of patient might led to conclude to intolerance to nickel, titanium or polyethylene") and hemiparaesthesia ("right half-body paresthesia") in a (B)(6) female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient had no remarkable medical history of neurological disorder. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced visual impairment ("slight disorder (visual and neurological)") and nervous system disorder ("slight disorder (visual and neurological)"). In (B)(6) 2015, the patient experienced hemiparaesthesia (seriousness criterion hospitalization). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), muscle spasms ("cramps"), peripheral sensory neuropathy ("right half-body sensitive disorders/ sensory disorder"), gait disturbance ("the walk was slightly unstable"), chronic fatigue syndrome ("disabling chronic fatigue syndrome"), gastric disorder ("stomach disorders"), crying ("continuous crying"), blepharospasm ("eyelid spasms"), tinnitus ("tinnitus"), myalgia ("muscle pain (back of neck, back, arms and legs)"), hypoaesthesia ("numbing"), burning sensation ("continuous burning sensation"), arthralgia ("joint pain on shoulders, wrists, hips, knees, ankles"), ear disorder ("ent disorders"), nasal injury ("ent disorders") and pharyngeal disorder ("ent disorders"). The patient was treated with surgery (hysterectomy in (B)(6) 2017). Essure was removed. At the time of the report, the allergy to metals, hemiparaesthesia, visual impairment, nervous system disorder, gait disturbance, chronic fatigue syndrome, gastric disorder, ear disorder, nasal injury and pharyngeal disorder outcome was unknown and the muscle spasms, peripheral sensory neuropathy, crying, blepharospasm, tinnitus, myalgia, hypoaesthesia, burning sensation and arthralgia had not resolved. The reporter considered allergy to metals, arthralgia, blepharospasm, burning sensation, chronic fatigue syndrome, crying, ear disorder, gait disturbance, gastric disorder, hemiparaesthesia, hypoaesthesia, muscle spasms, myalgia, nasal injury, nervous system disorder, peripheral sensory neuropathy, pharyngeal disorder, tinnitus and visual impairment to be related to essure. The reporter commented: after device insertion, only the left tube was sterilized and additional intervention for sterilization was performed in (B)(6) 2013 via laparoscopy. The medical report of sterilization of left tube with essure did not mention any particular difficulty. The medical report of the additional intervention for sterilization of the right tube did not mention any particular difficulty either. On (B)(6) 2015, the neurologist reported: there was no motor deficit; there was no cerebellar syndrome, the pallesthesia was normally percepted; there was no sign of pyramidal irritation. The neurologist consulted by the patient on (B)(6) 2015 reported that the signs noticed were polymorphic and atypical, with no precise diagnosis. In (B)(6) 2017, the patient was surged for total hysterectomy without salpingectomy or oophorectomy. Diagnostic results: the neurologist also reported that the medullar MRI was normal as well as encephalic MRI. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("clinical state of patient might led to conclude to intolerance to nickel, titanium or polyethylene"), menorrhagia ("menorrhagia"), hemiparaesthesia ("right half-body paresthesia/ paraesthesia in the right upper limb transiently spread to the right lower limb") and tooth abscess ("periodontal abscess") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1 and uterine malposition (anteverted uterus). The patient had no remarkable medical history of neurological disorder. Concurrent conditions included tobacco user. Concomitant products included tramadol hydrochloride (contramal) since 2015. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced the first episode of complication of device insertion ("impossible to insert the device further than 1 centimetre, with feeling of obstruction of fallopian tube/ patency of the right fallopian tube"), the second episode of complication of device insertion ("impossible to insert the device further than 1 centimetre, with feeling of obstruction of fallopian tube/ patency of the right fallopian tube") and fallopian tube stenosis ("impossible to insert the device further than 1 centimetre, with feeling of obstruction of fallopian tube/ patency of the right fallopian tube"). In 2013, the patient experienced the first episode of visual impairment ("slight disorder (visual and neurological)"), nervous system disorder ("slight disorder (visual and neurological)") and adnexa uteri cyst ("left para-tubal cyst"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced asthenia ("weakness"). In (B)(6) 2015, the patient experienced hemiparaesthesia (seriousness criterion hospitalization). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), tooth abscess (seriousness criterion medically significant) with toothache, muscle spasms ("cramps"), peripheral sensory neuropathy ("right half-body sensitive disorders/ sensory disorder"), gait disturbance ("the walk was slightly unstable"), chronic fatigue syndrome ("disabling chronic fatigue syndrome"), gastric disorder ("stomach disorders"), crying ("continuous crying"), blepharospasm ("eyelid spasms, involuntary twitching of the eye"), tinnitus ("tinnitus"), myalgia ("muscle pain (back of neck, back, arms and legs)"), hypoaesthesia ("numbing"), burning sensation ("continuous burning sensation"), arthralgia ("joint pain on shoulders, wrists, hips, knees, ankles"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), eye pain ("pain in the right eye"), the second episode of visual impairment ("intermittent sense of a white veil (right eye), no reduction in visual acuity"), dizziness exertional ("dizziness on walking"), dysphagia ("dysphagia"), anxiety ("anxiety"), adenomyosis ("suspected adenomyosis/ sites of adenomyosis"), uterine leiomyoma ("mild leiomyomatous hyperplasia of uterine body"), motor dysfunction ("the sensory-motor deficit transiently spread to the right lower limb for a few days/ overall motor deficit in hands on muscle testing on upper limbs") and fibromyalgia ("fibromyalgia"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with surgery (interadnexal total hysterectomy with laparoscopic right and left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, menorrhagia, tooth abscess, nervous system disorder, muscle spasms, gait disturbance, chronic fatigue syndrome, gastric disorder, crying, blepharospasm, tinnitus, myalgia, hypoaesthesia, burning sensation, arthralgia, ear disorder, nasal disorder, pharyngeal disorder, the last episode of complication of device insertion, fallopian tube stenosis, adnexa uteri cyst, eye pain, the last episode of visual impairment, asthenia, dizziness exertional, dysphagia, anxiety, adenomyosis, uterine leiomyoma, motor dysfunction and fibromyalgia outcome was unknown and the hemiparaesthesia and peripheral sensory neuropathy had not resolved. The reporter considered fibromyalgia to be unrelated to essure. The reporter considered adenomyosis, adnexa uteri cyst, allergy to metals, anxiety, arthralgia, asthenia, blepharospasm, burning sensation, chronic fatigue syndrome, crying, dizziness exertional, dysphagia, ear disorder, eye pain, fallopian tube stenosis, gait disturbance, gastric disorder, hemiparaesthesia, hypoaesthesia, menorrhagia, motor dysfunction, muscle spasms, myalgia, nasal disorder, nervous system disorder, peripheral sensory neuropathy, pharyngeal disorder, tinnitus, tooth abscess, uterine leiomyoma, the first episode of complication of device insertion, the first episode of visual impairment, the second episode of complication of device insertion and the second episode of visual impairment to be related to essure. The reporter commented: on (B)(6) 2013, the patient was hospitalized to undergo tubal sterilisation with the essure method. The immediate post-operative course was unremarkable. Subarachnoid loco-regional anaesthesia (spinal anaesthesia). Both tubal ostia were visualised. The insert was easily fitted on the left, with three trailing spires. On the right, impossible to insert the device further than 1 centimetre, with feeling of obstruction of fallopian tube. Despite several attempts, it was impossible to introduce the insert on the right. On (B)(6) 2013, supplementary tubal sterilization by coagulation was performed. The medical report of the additional intervention for sterilization of the right tube did not mention any particular difficulty either. On (B)(6) 2015, the neurologist reported: there was no motor deficit; there was no cerebellar syndrome, the pallesthesia was normally percepted; there was no sign of pyramidal irritation. It was proposed to continue the investigations with lumbar puncture, however the patient declined. The neurologist consulted by the patient on (B)(6) 2015 reported that the signs noticed were polymorphic and atypical, with no precise diagnosis. On (B)(6) 2017, interadnexal total hysterectomy by the vaginal route was performed. The procedure was conducted under good technical conditions and was completed with laparoscopic right and left salpingectomy. On (B)(6) 2017, the patient reported paraesthesia on right side of body, accompanied by pain, which she no longer tolerated. Clinically, paresis of right lower limb at 3/5, hypo-aesthesia were noted. According to repórter, the fibromyalgia isrelated to metal allergy. A medullar and head MRI was planned for (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: uterine body was anteverted. Suspected adenomyosis the neurologist also reported that the medullar MRI was normal as well as encephalic MRI. On (B)(6) 2013, hysterosalpingography found good tubal stenosis on the left, but patency of the right fallopian tube. On (B)(6) 2013, tubal sterilisation by coagulation was performed on the right fallopian tube. A left para-tubal cyst was visualised and resected. On (B)(6) 2015: overall motor deficit in hands on muscle testing on upper limbs, in contrast to barré manoeuvre maintained and finger-to-nose test performed without difficulty. No sensory deficit. Results of pathological anatomy examination concerning hysterectomy, conclusion: mild leiomyomatous hyperplasia of uterine body with a few sites of adenomyosis. No histological signs of malignancy. Most recent follow-up information incorporated above includes: on 25-oct-2018: the following information was provided from attorney: historical condition (anteverted uterus), essure indication (sterilization) and new events ('dental pain with periodontal abscess' and 'fibromyalgia') incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('clinical state of patient might led to conclude to intolerance to nickel, titanium or polyethylene'), menorrhagia ('menorrhagia'), hemiparaesthesia ('right half-body paresthesia/ paraesthesia in the right upper limb transiently spread to the right lower limb'), tooth abscess ('periodontal abscess') and chronic fatigue syndrome ('disabling chronic fatigue syndrome') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 (induced delivery due to edema). The patient had no remarkable medical history of neurological disorder. No spontaneous or elective abortion. Previously administered products included for contraception: contraception with copper iud from 2009 to 2013; for an unreported indication: mirena. Past adverse reactions to the above products included genital haemorrhage with contraception with copper iud. Concurrent conditions included tobacco user (20 package-year) and uterine anteflexion (anteverted uterus). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("impossible to insert the device further than 1 centimetre, with feeling of obstruction of fallopian tube") and fallopian tube obstruction ("impossible to insert the device further than 1 centimetre, with feeling of obstruction of fallopian tube"). In 2013, the patient experienced visual disturbance ("slight visual disorder"), nervous system disorder ("slight neurological disorder / neurological symptoms") and adnexa uteri cyst ("left para-tubal cyst"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced paraesthesia ("pain and paresthesia of arms but no the forearms when she raised the upper limbs") and pain in extremity ("pain and paresthesia of arms but no the forearms when she raised the upper limbs"). On (B)(6) 2014, the patient experienced muscular pain ("muscular pain"), the first episode of ear disorder ("orl disorders - ear disorder") and oropharyngeal discomfort ("orl disorders -nose and throat disorder"). In (B)(6) 2015, the patient experienced hypoaesthesia ("numbing / numbness of the arms and impairment of the right leg"). On (B)(6) 2015, the patient experienced asthenia ("weakness"). In (B)(6) 2015, the patient experienced hemiparaesthesia (seriousness criterion hospitalization). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), tooth abscess (seriousness criterion medically significant) with toothache, chronic fatigue syndrome (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), muscle spasms ("cramps"), peripheral sensory neuropathy ("right half-body sensitive disorders/ sensory disorder"), gait disturbance ("the walk was slightly unstable"), gastric disorder ("stomach disorders"), crying ("continuous crying"), blepharospasm ("eyelid spasms, involuntary twitching of the eye"), tinnitus ("tinnitus"), muscle pain ("muscle pain (back of neck, back, arms and legs)"), burning sensation ("continuous burning sensation"), arthralgia ("joint pain on shoulders, wrists, hips, knees, ankles"), the second episode of ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), eye pain ("pain in the right eye"), spots before eyes ("intermittent sense of a white veil (right eye), no reduction in visual acuity"), dizziness exertional ("dizziness on walking"), dysphagia ("dysphagia"), anxiety ("anxiety"), adenomyosis ("suspected adenomyosis/ sites of adenomyosis at pathology examination"), motor dysfunction ("the sensory-motor deficit transiently spread to the right lower limb for a few days/ overall motor deficit in hands on muscle testing on upper limbs") and endometriosis ("suspected endometriosis") and was found to have uterine leiomyoma ("mild leiomyomatous hyperplasia of uterine body"). The patient was hospitalized (B)(6) 2015. The patient was treated with ibuprofen, oxazepam (seresta), papaver somniferum;paracetamol (izalgi), thiocolchicoside, tramadol hydrochloride (contramal) and surgery (intradental total hysterectomy with laparoscopic right and left salpingectomy with essure removal on (B)(6) 2017. At the time of the report, the allergy to metals, menorrhagia, tooth abscess, chronic fatigue syndrome, fibromyalgia, visual disturbance, nervous system disorder, muscle spasms, gait disturbance, gastric disorder, crying, blepharospasm, tinnitus, muscle pain, hypoaesthesia, burning sensation, arthralgia, the last episode of ear disorder, nasal disorder, pharyngeal disorder, complication of device insertion, fallopian tube obstruction, adnexa uteri cyst, eye pain, spots before eyes, asthenia, dizziness exertional, dysphagia, anxiety, adenomyosis, uterine leiomyoma, motor dysfunction, endometriosis, muscular pain, oropharyngeal discomfort, paraesthesia and pain in extremity outcome was unknown and the hemiparaesthesia and peripheral sensory neuropathy had not resolved. The reporter provided no causality assessment for endometriosis, muscular pain, oropharyngeal discomfort, pain in extremity, paraesthesia and the first episode of ear disorder with essure. The reporter considered adenomyosis, adnexa uteri cyst, allergy to metals, anxiety, arthralgia, asthenia, blepharospasm, burning sensation, chronic fatigue syndrome, complication of device insertion, crying, dizziness exertional, dysphagia, eye pain, fallopian tube obstruction, fibromyalgia, gait disturbance, gastric disorder, hemiparaesthesia, hypoaesthesia, menorrhagia, motor dysfunction, muscle spasms, nasal disorder, nervous system disorder, peripheral sensory neuropathy, pharyngeal disorder, tinnitus, tooth abscess, uterine leiomyoma, visual disturbance, muscle pain, spots before eyes and the second episode of ear disorder to be related to essure. The reporter commented: on (B)(6) 2013, the patient was hospitalized for tubal sterilisation with the essure method. The immediate post-operative course was unremarkable. Subarachnoid loco-regional anaesthesia (spinal anaesthesia). Both tubal ostia were visualised. The insert was easily fitted on the left, with three trailing spires. On the right, impossible to insert the device further than 1 centimetre, with feeling of obstruction of fallopian tube. Despite several attempts, it was impossible to introduce the insert on the right. On (B)(6) 2013, supplementary tubal sterilization of the right tube was performed by coagulation. The medical report of this additional intervention did not mention any particular difficulty. On (B)(6) 2015, the neurologist reported: there was no motor deficit; there was no cerebellar syndrome, the pallesthesia was normally precepted; there was no sign of pyramidal irritation. It was proposed to continue the investigations with lumbar puncture, however the patient declined. The neurologist consulted by the patient on (B)(6) 2015 reported that the signs noticed were polymorphic and atypical, with no precise diagnosis. On (B)(6) 2017, intradental total hysterectomy by the vaginal route was performed. The procedure was conducted under good technical conditions and was completed with laparoscopic right and left salpingectomy. On (B)(6) 2017, the patient reported paraesthesia on right side of body, accompanied by pain, which she no longer tolerated. Clinically, paresis of right lower limb at 3/5, hypo-aesthesia were noted. According to reporter, the fibromyalgia is related to metal allergy. A medullar and head MRI was planned for (B)(6) 2018. Note: conflicting information regarding surgery in 2017 ("intradental total hysterectomy completed with laparoscopic right and left salpingectomy" versus "total hysterectomy with conservation of ovaries and tubes"). On (B)(6) 2019, somatosensory ruled out organic pathology, explaining the neurologic symptoms of the limbs diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: results: for dyspnea work-up, nothing to report. Hysterosalpingogram - on (B)(6) 2013: results: suspected endometriosis. Ultrasound pelvis - on (B)(6) 2016: results: uterine body was anteverted. Suspected adenomyosis. Diagnostic results: on (B)(6) 2013, hysterosalpingography found good tubal stenosis on the left, but patency of the right fallopian tube. On (B)(6) 2013, tubal sterilisation by coagulation was performed on the right fallopian tube. A left para-tubal cyst was visualised and resected. On (B)(6) 2015: the neurologist also reported that the medullar and encephalic MRI was normal. On (B)(6) 2015: overall motor deficit in hands on muscle testing on upper limbs, in contrast to barré manoeuvre maintained and finger-to-nose test performed without difficulty. No sensory deficit. Results of pathological anatomy examination concerning hysterectomy, conclusion: mild leiomyomatous hyperplasia of uterine body with a few sites of adenomyosis. No histological signs of malignancy. Brain and spine MRI planned in (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: event "pain and paresthesia of arms but no the forearms when she raised the upper limbs" was added. Treatment drugs added. In 2015 neurologist concluded to functional disorders due to a very anxious patient. This symptomatology appeared in 2015, two years after the insertion of essure and during the illness of her husband. No causal relationship between essure implants and the symptomatology complained by the patient. Event persisted since the essure implants were removed. According to file, reflection period of 4 months was not respected. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("clinical state of patient might led to conclude to intolerance to nickel, titanium or polyethylene"), menorrhagia ("menorrhagia"), hemiparaesthesia ("right half-body paresthesia/ paraesthesia in the right upper limb transiently spread to the right lower limb"), tooth abscess ("periodontal abscess") and chronic fatigue syndrome ("disabling chronic fatigue syndrome") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. The patient had no remarkable medical history of neurological disorder. Concurrent conditions included tobacco user and uterine anteflexion (anteverted uterus). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("impossible to insert the device further than 1 centimetre, with feeling of obstruction of fallopian tube") and fallopian tube obstruction ("impossible to insert the device further than 1 centimetre, with feeling of obstruction of fallopian tube"). In (B)(6), the patient experienced the first episode of visual impairment ("slight visual disorder"), nervous system disorder ("slight neurological disorder") and adnexa uteri cyst ("left para-tubal cyst"). In (B)(6), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced the first episode of myalgia ("muscular pain"), the first episode of ear disorder ("orl disorders - ear disorder") and oropharyngeal discomfort ("orl disorders -nose and throat disorder"). On (B)(6) 2015, the patient experienced asthenia ("weakness"). In (B)(6) 2015, the patient experienced hemiparaesthesia (seriousness criterion hospitalization). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), tooth abscess (seriousness criterion medically significant) with toothache, chronic fatigue syndrome (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), muscle spasms ("cramps"), peripheral sensory neuropathy ("right half-body sensitive disorders/ sensory disorder"), gait disturbance ("the walk was slightly unstable"), gastric disorder ("stomach disorders"), crying ("continuous crying"), blepharospasm ("eyelid spasms, involuntary twitching of the eye"), tinnitus ("tinnitus"), the second episode of myalgia ("muscle pain (back of neck, back, arms and legs)"), hypoaesthesia ("numbing"), burning sensation ("continuous burning sensation"), arthralgia ("joint pain on shoulders, wrists, hips, knees, ankles"), the second episode of ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), eye pain ("pain in the right eye"), the second episode of visual impairment ("intermittent sense of a white veil (right eye), no reduction in visual acuity"), dizziness exertional ("dizziness on walking"), dysphagia ("dysphagia"), anxiety ("anxiety"), adenomyosis ("suspected adenomyosis/ sites of adenomyosis at pathology examination"), motor dysfunction ("the sensory-motor deficit transiently spread to the right lower limb for a few days/ overall motor deficit in hands on muscle testing on upper limbs") and endometriosis ("suspected endometriosis") and was found to have uterine leiomyoma ("mild leiomyomatous hyperplasia of uterine body"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with tramadol hydrochloride (contramal) and surgery (interadnexal total hysterectomy with laparoscopic right and left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, menorrhagia, tooth abscess, chronic fatigue syndrome, fibromyalgia, nervous system disorder, muscle spasms, gait disturbance, gastric disorder, crying, blepharospasm, tinnitus, the last episode of myalgia, hypoaesthesia, burning sensation, arthralgia, the last episode of ear disorder, nasal disorder, pharyngeal disorder, complication of device insertion, fallopian tube obstruction, adnexa uteri cyst, eye pain, the last episode of visual impairment, asthenia, dizziness exertional, dysphagia, anxiety, adenomyosis, uterine leiomyoma, motor dysfunction, endometriosis and oropharyngeal discomfort outcome was unknown and the hemiparaesthesia and peripheral sensory neuropathy had not resolved. The reporter provided no causality assessment for endometriosis, oropharyngeal discomfort, the first episode of ear disorder and the first episode of myalgia with essure. The reporter considered adenomyosis, adnexa uteri cyst, allergy to metals, anxiety, arthralgia, asthenia, blepharospasm, burning sensation, chronic fatigue syndrome, complication of device insertion, crying, dizziness exertional, dysphagia, eye pain, fallopian tube obstruction, fibromyalgia, gait disturbance, gastric disorder, hemiparaesthesia, hypoaesthesia, menorrhagia, motor dysfunction, muscle spasms, nasal disorder, nervous system disorder, peripheral sensory neuropathy, pharyngeal disorder, tinnitus, tooth abscess, uterine leiomyoma, the first episode of visual impairment, the second episode of ear disorder, the second episode of myalgia and the second episode of visual impairment to be related to essure. The reporter commented: on (B)(6) 2013, the patient was hospitalized for tubal sterilisation with the essure method. The immediate post-operative course was unremarkable. Subarachnoid loco-regional anaesthesia (spinal anaesthesia). Both tubal ostia were visualised. The insert was easily fitted on the left, with three trailing spires. On the right, impossible to insert the device further than 1 centimetre, with feeling of obstruction of fallopian tube. Despite several attempts, it was impossible to introduce the insert on the right. On (B)(6) 2013, supplementary tubal sterilization of the right tube was performed by coagulation. The medical report of this additional intervention did not mention any particular difficulty. On (B)(6) 2015, the neurologist reported: there was no motor deficit; there was no cerebellar syndrome, the pallesthesia was normally precepted; there was no sign of pyramidal irritation. It was proposed to continue the investigations with lumbar puncture, however the patient declined. The neurologist consulted by the patient on (B)(6) 2015 reported that the signs noticed were polymorphic and atypical, with no precise diagnosis. On (B)(6) 2017, interadnexal total hysterectomy by the vaginal route was performed. The procedure was conducted under good technical conditions and was completed with laparoscopic right and left salpingectomy. On (B)(6) 2017, the patient reported paraesthesia on right side of body, accompanied by pain, which she no longer tolerated. Clinically, paresis of right lower limb at 3/5, hypo-aesthesia were noted. According to reporter, the fibromyalgia is related to metal allergy. A medullar and head MRI was planned for (B)(6) 2018. Note: conflicting information regarding surgery in (B)(6) ("interadnexal total hysterectomy completed with laparoscopic right and left salpingectomy" versus "total hysterectomy with conservation of ovaries and tubes"). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: results: for dyspnea work-up, nothing to report. Hysterosalpingogram - on (B)(6) 2013: results: suspected endometriosis. Ultrasound pelvis - on (B)(6) 2016: results: uterine body was anteverted. Suspected adenomyosis. Diagnostic results: on (B)(6) 2013, hysterosalpingography found good tubal stenosis on the left, but patency of the right fallopian tube. On (B)(6) 2013, tubal sterilisation by coagulation was performed on the right fallopian tube. A left para-tubal cyst was visualised and resected. On (B)(6) 2015: the neurologist also reported that the medullar and encephalic MRI was normal. On (B)(6) 2015: overall motor deficit in hands on muscle testing on upper limbs, in contrast to barré manoeuvre maintained and finger-to-nose test performed without difficulty. No sensory deficit. Results of pathological anatomy examination concerning hysterectomy, conclusion: mild leiomyomatous hyperplasia of uterine body with a few sites of adenomyosis. No histological signs of malignancy. Brain and spine MRI planned in (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("clinical state of patient might led to conclude to intolerance to nickel, titanium or polyethylene"), menorrhagia ("menorrhagia") and hemiparaesthesia ("right half-body paresthesia/ paraesthesia in the right upper limb transiently spread to the right lower limb") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1. The patient had no remarkable medical history of neurological disorder. Concurrent conditions included tobacco user. Concomitant products included tramadol hydrochloride (contramal) since 2015. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced the first episode of complication of device insertion ("impossible to insert the device further than 1 centimetre, with feeling of obstruction of fallopian tube/ patency of the right fallopian tube"), the second episode of complication of device insertion ("impossible to insert the device further than 1 centimetre, with feeling of obstruction of fallopian tube/ patency of the right fallopian tube") and fallopian tube stenosis ("impossible to insert the device further than 1 centimetre, with feeling of obstruction of fallopian tube/ patency of the right fallopian tube"). In 2013, the patient experienced the first episode of visual impairment ("slight disorder (visual and neurological)"), nervous system disorder ("slight disorder (visual and neurological)") and fallopian tube cyst ("left para-tubal cyst"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced asthenia ("weakness"). In (B)(6) 2015, the patient experienced hemiparaesthesia (seriousness criterion hospitalization). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), muscle spasms ("cramps"), peripheral sensory neuropathy ("right half-body sensitive disorders/ sensory disorder"), gait disturbance ("the walk was slightly unstable"), chronic fatigue syndrome ("disabling chronic fatigue syndrome"), gastric disorder ("stomach disorders"), crying ("continuous crying"), blepharospasm ("eyelid spasms, involuntary twitching of the eye"), tinnitus ("tinnitus"), myalgia ("muscle pain (back of neck, back, arms and legs)"), hypoaesthesia ("numbing"), burning sensation ("continuous burning sensation"), arthralgia ("joint pain on shoulders, wrists, hips, knees, ankles"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), eye pain ("pain in the right eye"), the second episode of visual impairment ("intermittent sense of a white veil (right eye), no reduction in visual acuity"), dizziness exertional ("dizziness on walking"), dysphagia ("dysphagia"), anxiety ("anxiety"), adenomyosis ("suspected adenomyosis/ sites of adenomyosis"), uterine leiomyoma ("mild leiomyomatous hyperplasia of uterine body") and motor dysfunction ("the sensory-motor deficit transiently spread to the right lower limb for a few days/ overall motor deficit in hands on muscle testing on upper limbs"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with surgery (interadnexal total hysterectomy with laparoscopic right and left salpingectomy) and surgery (interadnexal total hysterectomy with laparoscopic right and left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, menorrhagia, nervous system disorder, muscle spasms, gait disturbance, chronic fatigue syndrome, gastric disorder, crying, blepharospasm, tinnitus, myalgia, hypoaesthesia, burning sensation, arthralgia, ear disorder, nasal disorder, pharyngeal disorder, the last episode of complication of device insertion, fallopian tube stenosis, fallopian tube cyst, eye pain, the last episode of visual impairment, asthenia, dizziness exertional, dysphagia, anxiety, adenomyosis, uterine leiomyoma and motor dysfunction outcome was unknown and the hemiparaesthesia and peripheral sensory neuropathy had not resolved. The reporter considered adenomyosis, allergy to metals, anxiety, arthralgia, asthenia, blepharospasm, burning sensation, chronic fatigue syndrome, crying, dizziness exertional, dysphagia, ear disorder, eye pain, fallopian tube cyst, fallopian tube stenosis, gait disturbance, gastric disorder, hemiparaesthesia, hypoaesthesia, menorrhagia, motor dysfunction, muscle spasms, myalgia, nasal disorder, nervous system disorder, peripheral sensory neuropathy, pharyngeal disorder, tinnitus, uterine leiomyoma, the first episode of complication of device insertion, the first episode of visual impairment, the second episode of complication of device insertion and the second episode of visual impairment to be related to essure. The reporter commented: on (B)(6) 2013, the patient was hospitalized to undergo tubal sterilisation with the essure method. The immediate post-operative course was unremarkable. Subarachnoid loco-regional anaesthesia (spinal anaesthesia). Both tubal ostia were visualised. The insert was easily fitted on the left, with three trailing spires. On the right, impossible to insert the device further than 1 centimetre, with feeling of obstruction of fallopian tube. Despite several attempts, it was impossible to introduce the insert on the right. On (B)(6) 2013, supplementary tubal sterilization by coagulation was performed. The medical report of the additional intervention for sterilization of the right tube did not mention any particular difficulty either. On (B)(6) 2015, the neurologist reported: there was no motor deficit; there was no cerebellar syndrome, the pallesthesia was normally percepted; there was no sign of pyramidal irritation. It was proposed to continue the investigations with lumbar puncture, however the patient declined. The neurologist consulted by the patient on (B)(6) 2015 reported that the signs noticed were polymorphic and atypical, with no precise diagnosis. On (B)(6) 2017, interadnexal total hysterectomy by the vaginal route was performed. The procedure was conducted under good technical conditions and was completed with laparoscopic right and left salpingectomy. On (B)(6) 2017, the patient reported paraesthesia on right side of body, accompanied by pain, which she no longer tolerated. Clinically, paresis of right lower limb at 3/5, hypo-aesthesia were noted. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: uterine body was anteverted. Suspected adenomyosis the neurologist also reported that the medullar MRI was normal as well as encephalic MRI. On (B)(6) 2013, hysterosalpingography found good tubal stenosis on the left, but patency of the right fallopian tube. On (B)(6) 2013, tubal sterilisation by coagulation was performed on the right fallopian tube. A left para-tubal cyst was visualised and resected. On (B)(6) 2015: overall motor deficit in hands on muscle testing on upper limbs, in contrast to barré manoeuvre maintained and finger-to-nose test performed without difficulty. No sensory deficit. Results of pathological anatomy examination concerning hysterectomy, conclusion: mild leiomyomatous hyperplasia of uterine body with a few sites of adenomyosis. No histological signs of malignancy. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-feb-2018 for the following meddra preferred terms: allergy to metals ¿ analysis in the global safety database revealed 378 cases. Menorrhagia ¿ analysis in the global safety database revealed 623 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 21-feb-2018: medical reports received from attorney via legal department. The patient was hospitalized from (B)(6) 2015 due to paraesthesia on the right half of the body. She had no particular neurological history. It was proposed to continue the investigations with lumbar puncture, however the patient declined. Treatment with contramal 50, three times daily, was continued. On (B)(6) 2015: starting a year and half earlier, the patient developed pain in the right eye with an intermittent sense of a white veil and involuntary twitching of the eye. There was no reduction in visual acuity. On (B)(6) 2015, with no obvious triggering factor, the patient reportedly developed weakness and paraesthesia in the right upper limb, which have persisted since. The sensory-motor deficit transiently spread to the right lower limb for a few days. Conclusion: the symptoms suggested, in the first instance, functional manifestations in a patient with anxiety. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("clinical state of patient might led to conclude to intolerance to nickel, titanium or polyethylene"), menorrhagia ("menorrhagia"), hemiparaesthesia ("right half-body paresthesia/ paraesthesia in the right upper limb transiently spread to the right lower limb"), tooth abscess ("periodontal abscess") and chronic fatigue syndrome ("disabling chronic fatigue syndrome") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1 and uterine anteflexion (anteverted uterus). The patient had no remarkable medical history of neurological disorder. Concurrent conditions included tobacco user. On (B)(6)2013, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("impossible to insert the device further than 1 centimetre, with feeling of obstruction of fallopian tube") and fallopian tube obstruction ("impossible to insert the device further than 1 centimetre, with feeling of obstruction of fallopian tube"). In 2013, the patient experienced the first episode of visual impairment ("slight visual disorder"), nervous system disorder ("slight neurological disorder") and adnexa uteri cyst ("left para-tubal cyst"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6)2014, the patient experienced the first episode of myalgia ("muscular pain"), the first episode of ear disorder ("orl disorders - ear disorder") and oropharyngeal discomfort ("orl disorders -nose and throat disorder"). On (B)(6)2015, the patient experienced asthenia ("weakness"). In (B)(6)2015, the patient experienced hemiparaesthesia (seriousness criterion hospitalization). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), tooth abscess (seriousness criterion medically significant) with toothache, chronic fatigue syndrome (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), muscle spasms ("cramps"), peripheral sensory neuropathy ("right half-body sensitive disorders/ sensory disorder"), gait disturbance ("the walk was slightly unstable"), gastric disorder ("stomach disorders"), crying ("continuous crying"), blepharospasm ("eyelid spasms, involuntary twitching of the eye"), tinnitus ("tinnitus"), the second episode of myalgia ("muscle pain (back of neck, back, arms and legs)"), hypoaesthesia ("numbing"), burning sensation ("continuous burning sensation"), arthralgia ("joint pain on shoulders, wrists, hips, knees, ankles"), the second episode of ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), eye pain ("pain in the right eye"), the second episode of visual impairment ("intermittent sense of a white veil (right eye), no reduction in visual acuity"), dizziness exertional ("dizziness on walking"), dysphagia ("dysphagia"), anxiety ("anxiety"), adenomyosis ("suspected adenomyosis/ sites of adenomyosis at pathology examination"), uterine leiomyoma ("mild leiomyomatous hyperplasia of uterine body"), motor dysfunction ("the sensory-motor deficit transiently spread to the right lower limb for a few days/ overall motor deficit in hands on muscle testing on upper limbs") and endometriosis ("suspected endometriosis"). The patient was hospitalized from (B)(6)2015 to (B)(6)2015. The patient was treated with tramadol hydrochloride (contramal), surgery (interadnexal total hysterectomy with laparoscopic right and left salpingectomy) and surgery (interadnexal total hysterectomy with laparoscopic right and left salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the allergy to metals, menorrhagia, tooth abscess, chronic fatigue syndrome, fibromyalgia, nervous system disorder, muscle spasms, gait disturbance, gastric disorder, crying, blepharospasm, tinnitus, the last episode of myalgia, hypoaesthesia, burning sensation, arthralgia, the last episode of ear disorder, nasal disorder, pharyngeal disorder, complication of device insertion, fallopian tube obstruction, adnexa uteri cyst, eye pain, the last episode of visual impairment, asthenia, dizziness exertional, dysphagia, anxiety, adenomyosis, uterine leiomyoma, motor dysfunction, endometriosis and oropharyngeal discomfort outcome was unknown and the hemiparaesthesia and peripheral sensory neuropathy had not resolved. The reporter provided no causality assessment for endometriosis, oropharyngeal discomfort, the first episode of ear disorder and the first episode of myalgia with essure. The reporter considered adenomyosis, adnexa uteri cyst, allergy to metals, anxiety, arthralgia, asthenia, blepharospasm, burning sensation, chronic fatigue syndrome, complication of device insertion, crying, dizziness exertional, dysphagia, eye pain, fallopian tube obstruction, fibromyalgia, gait disturbance, gastric disorder, hemiparaesthesia, hypoaesthesia, menorrhagia, motor dysfunction, muscle spasms, nasal disorder, nervous system disorder, peripheral sensory neuropathy, pharyngeal disorder, tinnitus, tooth abscess, uterine leiomyoma, the first episode of visual impairment, the second episode of ear disorder, the second episode of myalgia and the second episode of visual impairment to be related to essure. The reporter commented: on (B)(6)2013, the patient was hospitalized for tubal sterilisation with the essure method. The immediate post-operative course was unremarkable. Subarachnoid loco-regional anaesthesia (spinal anaesthesia). Both tubal ostia were visualised. The insert was easily fitted on the left, with three trailing spires. On the right, impossible to insert the device further than 1 centimetre, with feeling of obstruction of fallopian tube. Despite several attempts, it was impossible to introduce the insert on the right. On (B)(6)2013, supplementary tubal sterilization of the right tube was performed by coagulation. The medical report of this additional intervention did not mention any particular difficulty. On (B)(6)2015, the neurologist reported: there was no motor deficit; there was no cerebellar syndrome, the pallesthesia was normally precepted; there was no sign of pyramidal irritation. It was proposed to continue the investigations with lumbar puncture, however the patient declined. The neurologist consulted by the patient on (B)(6)2015 reported that the signs noticed were polymorphic and atypical, with no precise diagnosis. On (B)(6)2017, interadnexal total hysterectomy by the vaginal route was performed. The procedure was conducted under good technical conditions and was completed with laparoscopic right and left salpingectomy. On (B)(6)2017, the patient reported paraesthesia on right side of body, accompanied by pain, which she no longer tolerated. Clinically, paresis of right lower limb at 3/5, hypo-aesthesia were noted. According to reporter, the fibromyalgia is related to metal allergy. A medullar and head MRI was planned for (B)(6)2018. Note: conflicting information regarding surgery in 2017 ("interadnexal total hysterectomy completed with laparoscopic right and left salpingectomy" versus "total hysterectomy with conservation of ovaries and tubes"). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6)2018: for dyspnea work-up, nothing to report hysterosalpingogram - on (B)(6)2013: suspected endometriosis ultrasound pelvis - on (B)(6)2016: uterine body was anteverted. Suspected adenomyosis on (B)(6)2013, hysterosalpingography found good tubal stenosis on the left, but patency of the right fallopian tube. On (B)(6)2013, tubal sterilisation by coagulation was performed on the right fallopian tube. A left para-tubal cyst was visualised and resected. On (B)(6)2015: the neurologist also reported that the medullar and encephalic MRI was normal. On (B)(6)2015: overall motor deficit in hands on muscle testing on upper limbs, in contrast to barré manoeuvre maintained and finger-to-nose test performed without difficulty. No sensory deficit. Results of pathological anatomy examination concerning hysterectomy, conclusion: mild leiomyomatous hyperplasia of uterine body with a few sites of adenomyosis. No histological signs of malignancy. Brain and spine MRI planned in (B)(6)2018. Most recent follow-up information incorporated above includes: on 12-nov-2018: information received via ha: a CT scan was performed on (B)(6)2018 for dyspnea work-up. Nothing was to report. New event added: suspected endometriosis. On (B)(6)2018: after an internal review the case 2018-085596 (MFR number 2951250-2018-020300) was found as follow-up of this case and all information was transferred to this remaining case. New information included: reason for sterilization performed on right tube in (B)(6)2013 (failed insertion due to tubal obstruction; sterilization thus deleted as event) and new event muscular pain (information came from patient via ha). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.